Event description:
Operating room personnel failed to remove plastic wrap from a sodasorb prepak before inserting it into anesthesia machine. The breathing circuit was therefore blocked, and a different machine was put into use before any pt problem were encountered.